Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 223 lbs. Concurrent conditions included overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches,") and fatigue ("fatigue,"). In 2006, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes on hand") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("allergic to nickel") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, vaginal discharge, fatigue and alopecia had resolved and the abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005. Current weight 223 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 223 lbs. Concurrent conditions included overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches,") and fatigue ("fatigue,"). In 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes on hand") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("allergic to nickel") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, menorrhagia, vaginal haemorrhage, rash, migraine, vaginal discharge, fatigue and alopecia had resolved and the abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005 current weight 223 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received- new events abnormal bleeding (vaginal), allergic to nickel, rashes on hand, migraines / headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss were added. Outcome of menorrhagia, pelvic pain updated to recovered / resolved. New reporter, patient information, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received- new events pelvic pain, abdominal pain and menorrhagia(heavy menstrual bleeding) were added. Reporter and patient demography added. Lab data was added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.